Event description:
Customer stated that the pump is allowing fluid to run through when the pump is turned off. There were no rate, dosage and pt involvement reported.

Manufacturer narrative:
Device has not been returned yet. A f/u will be sent in if new info is received.